Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the catheter was found blocked and medicine cannot be injected into the patient for painless labor.

Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The customer reported the catheter was blocked. The customer returned one unused/sealed pouch with snaplock adapter and catheter. No actual complaint sample was received. The sealed pouch was opened and the snaplock adapter and epidural catheter were removed. The components were visually examined with and without magnification. Visual examination of the returned snaplock adapter revealed that the snaplock appears typical with no defects or anomalies observed. Visual examination of the returned epidural catheter revealed that the catheter appears typical with no observed defects or anomalies. A functional flow test was performed on the returned sample per amrq-000017 section 7.8; rev. 7. The returned epidural catheter was inserted from the proximal end into the returned snaplock adapter until it bottomed out and the snaplock adapter was closed. The components were confirmed to be secured by tugging gently. The snaplock adapter was connected to the lab leak tester (c05176) and the pressure was increased to 10 psi to establish flow. Water could be seen immediately exiting the distal end of the catheter. The flow rate was measured at 9.2ml/min (c05180), which is within the specification of 1ml/min. No blockages were found. A corrective action is not required at this time as the complaint could not be confirmed based upon the information provided and without the actual complaint sample. The representative sample received was functionally tested and dimensionally inspected with no issue found. The reported complaint of the catheter being blocked could not be confirmed based on the sample received. The actual complaint sample was not returned; only a representative sealed pouch with a snaplock adapter and epidural catheter was received. During functional inspection, the returned components passed a functional flow test and met flow rate specifications. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related issue. A potential root cause could not be determined based upon the information provided or without the actual complaint sample.

Event description:
It was reported that the catheter was found blocked and medicine cannot be injected into the patient for painless labor.